Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm and no reset settings anomaly noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. The customer reported the insulin pump alarmed three times after a battery change. Customer cannot recall blood glucose reading. Customer is using (B)(6) copper top, advised that the pump will need to be replaced. Customer states the pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. Customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. Insulin pump will be returning for analysis.